Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ insulin syringe leaked radioactive medication mixed with saline solution onto the employee's uniform during use, after it had been administered and was being washed. The following information was provided by the initial reporter, translated from portuguese to english: "at the time of washing the syringe after administration of the radioactive medicament, the accident occurred (jet of saline solution with radioactive drug residue on the employee's uniform)."

Event description:
It was reported that the bd plastipak¿ insulin syringe leaked radioactive medication mixed with saline solution onto the employee's uniform during use, after it had been administered and was being washed. The following information was provided by the initial reporter, translated from portuguese to english: "at the time of washing the syringe after administration of the radioactive medicament, the accident occurred (jet of saline solution with radioactive drug residue on the employee's uniform)."

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. Photos of the empty blister were received however we cannot observe the failure, making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.